Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the distal left circumflex, the maverick balloon ruptured at 12 atm's on the initial inflation. The introducer sheath size and type of inflation device are unknown. The guirewire was a terumo crosswire ex and the guide catheter was a j&j brite tip jlr. The rupture was suspected due to loss of pressure on the pressure gauge. The patient was asymptomatic. The maverick balloon was removed and exchanged with a like catheter. No patient injuries or procedural complications were reported. The facility discarded the maverick catheter. Patient status is reported as 'good'.